Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m, (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient' who had the deep brain stimulation (dbs) lead implanted on april 1st had high impedance values, and the sensight lead showed high values of over 30000o at the impedance check for electrodes other than 1a and 2a. Stimulation is in and treatment is being carried out. The additional lead operation for one side was performed in june, at which time the extension was reattached and the impedance of the lead alone was checked, but the impedance did not improve, and the cause was found to be the lead. The results showed that the connection was not the cause, but it was not impossible to use by using a usable electrode or increasing the voltage, so wound closure/surgical incision closure was done without repositioning the lead. According to the physician, the impedance increased around the time of MRI imaging, but it gradually increased during hospitalization after implantation, so the exact cause is unknown. There were no other possible factors, such as falling during hospitalization. The issue has not been resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the hospitalization extension was stated to be normal. In order to improve the impedance, the leads were reconnected that had problems during the lead addition operation on one side, but the impedance remained the same. Although the issue has not been resolved, stimulation is being performed using electrodes that can currently be used, and symptoms are improving, and there are no plans to reinsert the lead in the future.

Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Lead replacement was performed on (B)(6) 2025. After the lead was replaced, impedance became within the normal range. The treatment effect was also confirmed through intraoperative test stimulation.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. After removal, we requested cleaning and sterilization at the facility and received it. The sterilization method at that time was not specified, and it is assumed that it was autoclaved. Further details on the sterilization done is unknown.

Event description:
It was reported by the attending physician that only one pole of the patient's lead now shows normal resistance values. A lead replacement procedure is planned for the future. The physician believes that since the resistance abnormality has been present since the initial implantation, there might be a possibility of an initial defect in the product.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6) implanted: (B)(6)2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b32000. Serial# unknown: product type accessory product ID b3300542m. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead product analysis (B)(4): analysis found that all conductors were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.